Manufacturer narrative:
The insulin pump unable to prime during prime test due to loose/protruded drive support disk. No prime alarms were noted. The insulin pump was received with cracked case at lcd window corners and battery tube threads. The insulin pump was received with broken reservoir tube lip.

Event description:
It was reported that the drive support cap was protruded. Customer received prime alarm during rewind. Advised customer to discontinue use of the insulin pump. The insulin pump will need to be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.